Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's interface board, cable, and bottom housing. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the panorama central station, which may have affected spo2 monitoring. No pt injury was reported.